Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay0703 showed no other similar product complaint(s) from this lot number. 2nd sample not returned.

Event description:
Nurse reported to ms&s, that they typically use the dual powerline and as part of their protocol they administer a drug called prograf (tacrolimus) IV and then draw drug levels over a series of weeks from a different lumen and have not had any issues with ¿skewed values¿. The facility recently tried the triple lumen powerline with two patients and they had extremely elevated drug levels with blood draw through the line even three weeks after the infusion. The nurse stated that in one case the drug level as 30, which is extremely high and when they did a peripheral blood draw it was only 2. The nurse was wondering if the drug is leeching through the polyurethane material due to the wall thickness or alcohol content. It also has castor oil in the drug which could lead to it coating the tubing; however, they are drawing blood from a different lumen not the infusion lumen. Another possibility is that a small fibrin tail or sheath could be directing the drug from one lumen into the other since they are very close together. The facility has not experienced this issue with the dual lumen powerlines. No reported patient harm. This file addresses patient two.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay0703 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay0703) have been reported from the same facility.

Event description:
Nurse reported to ms&s, that they typically use the dual powerline and as part of their protocol they administer a drug called prograf (tacrolimus) IV and then draw drug levels over a series of weeks from a different lumen and have not had any issues with ¿skewed values¿. The facility recently tried the triple lumen powerline with two patients and they had extremely elevated drug levels with blood draw through the line even three weeks after the infusion. The nurse stated that in one case the drug level as 30, which is extremely high and when they did a peripheral blood draw it was only 2. The nurse was wondering if the drug is leeching through the polyurethane material due to the wall thickness or alcohol content. It also has castor oil in the drug which could lead to it coating the tubing; however, they are drawing blood from a different lumen not the infusion lumen. Another possibility is that a small fibrin tail or sheath could be directing the drug from one lumen into the other since they are very close together. The facility has not experienced this issue with the dual lumen powerlines. No reported patient harm. This file addresses patient two.